Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: unspecified complications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with two unspecified saline breast implant prostheses and experienced unspecified complications post-operatively. The patient is planning on removal of the implants due to her complications. However, mentor has received no information regarding the date of explantation, and it¿s estimated as (B)(6) 2020 at this time. This is for one of the reported prostheses.